Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed a navigation system check-out, software and hardware areas passed. Instruments test failed. Reported was that the atp tap was inaccurate. All other instruments were fine. The site has abandoned use of their atp instruments and will use navlocks in their stead. Issue resolved. On (B)(6) 2017 software analysis was unable to determine probable cause with the information provided. No software anomaly. No software component failure. On (B)(6) 2017 a medtronic representative, following-up at the site, reported the inaccuracy was alleged to be approximately 4-5 millimeters. The surgeon repositioned 2 screws using a c-arm and did not continue navigation. Delay in therapy was approximately 15 minutes. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spinal fluoronav procedure, the surgeon alleged an inaccuracy occurred. No specific measurement, or direction, of the alleged inaccuracy was provided. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to discontinue the use of the navigation system to continue the procedure to completion using a c-arm. The surgeon re-positioned 2 screws. Delay in therapy was approximately 15 minutes.